Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.3 opens all the way. A field service engineer opened back panel saw normal light activity on the controller board. Then fse rebooted the station and ran test application, mini drawer 1.3 was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.3 was opened all the way when dispensing the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.